Event description:
It was reported that during colorectal surgery, stapler did not fire. The instrument was on, and the stapling process could not be triggered. Another instrument was opened, the battery was changed, but the stapler still did not work. The stapler was then replaced, and the sewn-in head remained in the patient. With the 2nd stapler, the surgery was successfully completed. No patient harm. The tissue was slightly thinned out, so that an oversewing had to be done.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 03/21/2022 d4: batch # 182a47 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. The breakaway washer was present and cut, the device was fully loaded with staples, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2022. The device was sent for additional evaluation. Upon arrival in the pi lab, the device was received with staples still in pockets although the green checkmark illuminated upon insertion of the battery. During analysis, the shrouds were removed and determined that the cam and the stop switch actuator were in the stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally.